Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that after resuming insulin pump due to low suspend, insulin pump would not really resume. Customer reported to have had low blood glucose of 50 mg/dl and insulin pump suspended. Customer reported to have resume insulin pump and saw the circle on the top of screen go away, but noticed two hours later that insulin pump would message that it was resuming insulin. As a result, customer had high blood glucose of 327 mg/dl and elevating. Customer was not able to troubleshoot and would call back.